Event description:
It was reported that the bd¿ blunt fill needle point penetrated through the shield. The following information was provided by the initial reporter: "cap of needles are said to be too flimsy; nurse was stuck by needle because the needle cap broke extremely easily"

Manufacturer narrative:
Investigation summary: it was reported the needle shields break extremely easily. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with the plastic shield. In the photo, about half of the needle is through the shield. No other defects or imperfections were observed. It could be possible the customer is not using the product as intended. These needles should not be recapped. A device history record review was completed for provided material number 305180, lot number 1179537. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.